Manufacturer narrative:
Product complaint # (B)(4) attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: do you have any photos available for visual analysis? No a manufacturing record evaluation was performed for the finished device batch 10b23l, sxpp1b407-16 and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2026 and barbed suture was used. During a caesarean section, the doctor felt a strange sensation that the barb (notch) was weaker than usual. The product was used on myometrium. The doctor has a habit of checking the sxpp1b407 product by touching with his fingers before use, and since around april of this year, he has noticed a change in the feel of the suture when he touched with his fingers the product, and felt that the barb had become weaker. It was not a control release needle. Same product was used to complete the case. No adverse patient consequences were reported. Additional information was requested